Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient had a battery replacement. When in the operating room it showed contacts 11 and 13 as high/red do not use. Today (B)(6) at two weeks post op, the rep indicated that she interrogated the ins and now it showed 8, 11, 12, 13, and 14 were all 40k ohms with "do not use" indicators. Contact 15 was also 40k ohms but did not show a do not use indicator. The rep stated that she programmed around those high impedances at the appointment today. After surgery two weeks ago the rep indicated that she was getting out of regulation (oor) on her tablet, so she was not using 11 and 13. Today when the rep was programming the patient she was still getting oors. Then after adjusting the programming using the tablet the rep was not getting oor, but when the patient went to use their controller a oor/settings not available was displayed. The rep used electrodes 9 and 10 for programming the patient, and the impedances from the tablet report showed that the pair was 2710 ohms. The rep stated that the patient's remote was displaying oor between 2-5ma. The rep did not have any impedance results from prior to the replacement case. Impedances readings taken are shown below: "do not use" indicators on electrodes 8 11 12 13 14. (B)(4). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s high impedances was not determined. They stated that multiple attempts and programs were tried using anode and cathode, but the impedances remained unchanged. The issue has not been resolved. No further complications were reported or anticipated.